Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call and reported that the reservoir is unable to lock in place when inserted into pump. Customer¿s blood glucose was unknown. Customer reported that crack on reservoir rim and back of insulin pump after insulin pump was dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.